Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (target lesion exhibited severe calcification and 85% stenosis which may have contributed to the damage on the device and subsequently prevented deflation of the balloon), failure to follow instructions (use of force). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited severe calcification and 85% stenosis which may have contributed to the damage on the device and subsequently prevented deflation of the balloon), user error contributed to event. (B)(4).

Event description:
A 3.0 x 20 mm sprinter legend balloon dilatation catheter was successfully used to pre-dilate a lesion in the left main to lad. The target lesion was severely calcified and exhibited 85% stenosis. Prior to the sprinter legend pre-dilation, several unsuccessful pre-dilation attempts were made using other brand balloons. Resistance was encountered advancing the sprinter legend device to the target lesion and force was used in an effort to insert the device. The balloon was inflated once at 12 atm's. Following pre-dilation it was not possible to deflate the balloon of the device due to a kink on the catheter shaft. The device was successfully removed using a guide catheter. The device had been inspected and prepared prior to use with no abnormalities noted. Patient status post procedure was good and no clinical sequelae were reported. Evaluation summary: the balloon was still partially inflated. The transition shaft was stretched measuring 17cm. The hypotube was kinked. The balloon bond was necked. The device could not be inflated or deflated due to the damaged balloon bond and stretched transition shaft.